Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a malfunction alarm occurred. The customer reported that their blood glucose level was "high", however an exact value was not provided. The customer stated they would change their cartridge and infusion set and deliver a correction bolus. During troubleshooting with tandem technical support, the malfunction alarm was cleared and insulin delivery was able to be resumed.